Event description:
Pt was revised to address tibial pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.